Manufacturer narrative:
The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown side device "redness around the incision", "redness was worse and some serous drainage", "culture showed staph ", "15cc of serous fluid in the pocket", and "implant was obviously contaminated".

Event description:
Healthcare professional reported of an unknown side device "redness around the incision", "redness was worse and some serous drainage", "culture showed staph ", "15cc of serous fluid in the pocket", and "implant was obviously contaminated". Device is explanted.